Event description:
The facility's biomedical engineering dept reported an infusion pump that was "shutting on and off by itself" during biomed testing. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was available.